Manufacturer narrative:
Investigation: smith medical intl's investigation stated that the report of cuff leakage was confirmed. Examination of the returned complaint sample found a scratch and three tears approx 1.33mm, 0.74mm and 1.11mm respectively. A review of our complaints history confirmed this to be the first complaint for this product lot. Though, there have been complaints of this nature on this prod code, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of a 12 hr inflation check carried out on 100% of this line. Root cause: the prod was tested prior to use in accordance with the prod instruction leaflet, however, as the prod only became deflated after two weeks in use, and based upon the damage found, we feel the most likely cause for this incident is that the cuff became damaged following repositioning or manipulation of the tube. Though these prods are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.